Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was for the past 3-4 days patient had been receiving like a shock from around the implant battery and it caused like a cramp. Pt said the first time they noticed a big shock was maybe a week ago. Patient turned it down and eventually when shock continued patient turned it off. Pt turned off the implant for 2 hrs and had not had a shock yet since they turned it off. Now patient was having pain around the implant site. Patient had not had any falls, trauma, or car accidents. Patient mentioned they had been doing things but nothing that would have damaged the device. Patient did not feel comfortable turning stim back on at this point. Patient has an appointment on wednesday with healthcare provider. Patient asked if a manufacturing representative could be at the appointment. Redirected to healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the patient being shocked is unknown. Impedances were checked and all were fine. Patient was programmed on the other lead. Issue appears to be resolved.